Event description:
It was reported that pump malfunction occurred without any notable events beforehand. There was no reported impact to the customer¿s blood glucose level. Customer did not have charger to reset pump. Ultimately technical support assisted the caller in resetting the pump, and malf did not recur thereafter. The customer was advised to continue using the pump.